Event description:
It was reported to boston scientific corporation that a ultratome sphincterotome was used during a papillotomy procedure. According to the complainant, during the procedure, the device was introduced the papilla. While performing the papillotomy the cut wire broke at the proximal end. No part detached inside the patient. The procedure was completed with another ultratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. (B)(6). (B)(4) cut wire broke. The complainant indicated that due to contamination the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.